Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost teeth and an align product may have contributed to the event.

Event description:
The patient reported extraction of teeth #5 (upper right first bicuspid), 12 (upper left first bicuspid), 21 (lower left first bicuspid), and 28 (lower right first bicuspid). It is unknown if the patient required medical intervention, nor if medications were taken or prescribed to alleviate the reported event. It is unknown if the patient is still wearing aligners or how the patient is currently doing.